Event description:
It was reported to resmed (B)(4) that the pressure on an astral device would change by itself. There was no patient harm or injury reported as a result of this incident. Reference MFR # 3004604967-2015-00058.